Event description:
Reporter claimed that the audio bolus button required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): evaluation revealed that the audio bolus button was torn but the keypad rubber was intact. The torn bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow keypad button was intermittently unresponsive. All other keypad buttons responded appropriately. All keypad buttons have normal spring back or click. There was evidence of keypad contamination found under the contrast, up arrow and down arrow key contacts. Unrelated to the complaint, evaluation also revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.